Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for an implant procedure. Prior to discharge, interrogation revealed that the patient's atrial lead was inappropriately capturing the right ventricle. It was found that the patient's atrial lead had dislodged. The patient was asymptomatic. The same lead was repositioned on (B)(6) 2020 and the patient's pulse generator was reprogrammed. The patient was stable.